Event description:
Literature was reviewed regarding transvenous lead extraction. The authors described fifty-one patients who underwent lead and implantable pulse generator (ipg) extractions due to infection. Clinical presentations of infection included fever, local swelling, local discharge, device extrusion, cut lead extrusion, and lead endocarditis. Upper limb venography showed complete obstruction of axillary/subclavian vein in some patients on the ipsilateral side and some on the contralateral side. There were sixteen patients with positive cultures, and no organism was isolated in thirty-five cases. Organisms isolated from the positive cultures were staphylococcus aureus, pseudomonas, streptococcus bovis, coagulase-negative staphylococci (cons), and enterococcus. Seven patients had complications from the extraction procedure; four patients had local bleed which required electrocautery and pressure dressing, and three patients experienced pericardial effusion without the need for pericardiocentesis. There were three patient deaths; one patient died due to intracranial hemorrhage, one died due to pulmonary thromboembolism, and one died due to sepsis with colon cancer. The status of the devices and leads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/63 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: transvenous lead extraction: experience from a northern state of india - the srinagar extraction registry. Indian pacing and electrophysiology journal. 2025. 25; 58¿66. Doi: 10.1016/j.ipej.2025.03.002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.